Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad buttons were unresponsive. The patient reportedly experienced a blood glucose (bg) measurement of 29.5 mmol/l with extreme drowsiness, was tired and irratiable. There was reportedly no medical intervention. There was no allegation made of an under delivery or over delivery issue due to the keypad issue. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient did allege an under delivery of insulin due to the keypad issue.